Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss reseated monitor connections and cleaned corrosion from network cable. Fss replaced cmos battery and set correct date/time as well has carried out the field service checklist, which the system passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the whitestar signature system failed on boot up and had blank/black screen. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. In addition to component migration, electrical problem was identified as the failure mode. All pertinent information available to abbott medical optics has been submitted.